Event description:
Using the ambu bronchoscopy and monitor, the ambu scope was placed in the bronch, but the picture was off, it looked like the color was distorted. Another scope was obtained and used with the same results, attempts were made to verify the system wire connections with no change. The system worked with the prior case. A non-disposable bronch was then used to complete the case.